Manufacturer narrative:
Concomitant medical products: patient medications includes but are not limited to: vitamin b, magnesium, flaxseed, aspirin, zoloft, metaproterenol, pravastatin. (B)(4). A review of the manufacturing records for the device(s) verified that the lot(s) met all pre-release specifications. According to the gore® excluder® aaa endoprosthesis instruction for use (IFU), adverse events that may occur and / or require intervention include, but are not limited to: endoleak, embolization (micro and macro) with transient or permanent ischemia type ii endoleaks are defined as retrograde flow through patent collateral vessels into the perigraft spaces (i.e., aneurysmal sac), which have been excluded by thoracic or abdominal endograft placement. A type ii endoleak can originate from any of the aortic branch vessels, including but not limited to; intercostal, left subclavian, pharyngeal, lumbar, inferior mesenteric, hypogastric, sacral, gonadal, or accessory renal arteries. Users are made aware of the risks associated with type ii endoleaks in the IFU and are instructed to consider the risks and benefits discussed in the IFU for each patient before using the devices.

Event description:
On (B)(6) 2011, this patient underwent endovascular treatment for an abdominal aortic aneurysm and was implanted with gore® excluder® aaa endoprostheses featuring c3® delivery system. The patient tolerated the procedure. On (B)(6) 2017, the patient underwent coil embolization of the lumbar arteries for a type ii endoleak and aneurysm enlargement of approximately 5mm. The patient tolerated the procedure and the endoleak was resolved.

Manufacturer narrative:
A review of the manufacturing records for the device verified that the lot met all pre-release specifications. (Initial medwatch the device history review had not yet been completed).